Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Implanted: 2007 (B)(6), explanted, product type: catheter. (B)(4).

Event description:
It was reported that the pump quit working. The catheter was occluded and the patient was without therapy for a week. The physician "made an incision near the pump and medication came out". The occlusion was cleared and the pump had been fine since. The patient could not remember the last refill date, but the pump had been alarming for the past three days. He was feeling fine, without a return of symptoms. The pump contained morphine and other unspecified drug. Further information is being requested at this time; a supplemental report will be submitted if additional information is received.